Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one pse60a device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. No further functional test could be performed due to the condition of the device; however, the firing mechanism was noted to be in good condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported during ¿reduction for morbid obesity stomach after using the two golden endocutter loads without problem trying to staple with third gold no charge grapo; machine not fired, he could not open it and locked. Used reverse button to return the blade but not endocutter abria and could not release fabric that was among the jaws; could just open the machine using the emergency device is on top of the handle. Had no impact patient as the end has been open endocutter.¿ procedure was completed with same like device and prolonged by eight minutes.